Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient approximately fifteen weeks post implant of their new device that the device is alarming every four hours. The patient noted that this had happened a week after this device was implanted. The patient stated that this device must be defective or "something." The patient was admitted to the hospital and it was noted that the physician stated that it was not emergent. The device remains in use. No patient complications have been reported as a result of this event.